Manufacturer narrative:
Correction - please refer h6 clinical , method and health code, d4 lot, g1 manufacturing site for devices the reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: in the received cannulated drill, all four cutting edges are spread apart at the forefront without fragmentation. The microscopic view of the forefront shows that the main cutting edges are completely rounded (red arrow) and therefore completely blunt which indicates excess metallic contact. Also, strong stress marks observed proximal to the deformed portion which again indicates an excess metallic contact inside cannulation of the drill most probably due to bent guide wire or misalignment with guide wire. The fracture face is fairly smooth, which indicates towards brittle overload fracture. The outer and internal diameter of the drill found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by an excessive contact with the guide wire during use. It can also not be excluded that the drill bit was already damaged/weakened from a previous usages making it blunt and that therefore high forces were apply to move the drill forward. If more information is provided, the case will be reassessed.

Event description:
When the product was used in a brisotw technique and drilling was performed. The tip of the drill was torn in four directions. Sales rep was not present during the procedure, but when he asked the surgeon about the details later, he told him that drilling did not begin with the drill tip in contact with the bone. The tip of the drill was torn in four directions even though surgeon started turning the drill before it hit the bone.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
When the product was used in a brisotw technique and drilling was performed. The tip of the drill was torn in four directions. Sales rep was not present during the procedure, but when he asked the surgeon about the details later, he told him that drilling did not begin with the drill tip in contact with the bone. The tip of the drill was torn in four directions even though surgeon started turning the drill before it hit the bone.